Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer stated that the no image issue occurred after changing the wall monitor to the monitor on the cart. Tac confirmed that the cables were going from serial digital interface (sdi) in on the monitor to comp out on the cv-190. Tac instructed the customer to move the cable to out 2 on the cv-190 instead of sdi out 1. Once the cables were in the correct position, the customer set the input on the monitor and image was obtained. No device will be returned for evaluation and repair. The investigation is ongoin. Therefore; the root cause of the reported event cannot be determined at this time. However; if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the high-definition lcd monitor is unable to display image. The event occurred during preparation for use and there was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.